Event description:
The customer stated that the sensor pad is not triggering the alarm when pressure is taken off of the sensor pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the rj-11 plug had a piece of tape over it and once that was removed, the pad was functioning normally. (B) (4).